Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the y-site connector broke on a patient's huber needle, causing fluid and blood to leak out. This resulted in the patient needing to be re-assessed. This was the second incident that occurred in the recent weeks and is a major patient and operational concern. There was patient involvement, but unknown patient harm/adverse event reported.

Event description:
Additional information was received via email. Patient information and date of event was provided.

Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number; corrected. A. Codes, b3 - date of event, b5 - describe event or problem; additional information. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.